Event description:
It was reported that the lead alert triggered. It was also reported that the right atrial (ra) lead had increasing and high impedance and increased threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.